Manufacturer narrative:
Approximate age of device- 5 years, 8 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for anemia. The patient felt dizzy and lightheaded when standing up and hemoglobin level dropped from 8.8 g/dl on (B)(6) 2018 to 7.9 g/dl on (B)(6) 2018. As of (B)(6) 2018, the patient remained hospitalized. Gi work up found no source of bleeding but the patient continued to have dark stools with drop in hematocrit and hemoglobin. The customer was transfusing when the patient's hemoglobin was under 8.0 g/dl. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of anemia and bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a capsule study that showed no source of bleeding. The patient was discharged on (B)(6) 2018 with therapeutic inr range tightened to 2-2.5 from 2-3. Serial hematocrit and hemoglobin trends would be monitored closely.